Event description:
It was reported that during a procedure of the heavily calcified, non-tortuous, superficial femoral artery (sfa) the armada balloon dilatation catheter (bdc) was used for pre-dilatation and during the first inflation, the balloon ruptured at 4 atmosphere (atm). The bdc was removed and a second armada bdc was used successfully and inflated above 12 atm to complete the pre-dilatation followed by unspecified stent implant to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.